Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs and checked the reservoir snap-cap width dimensions, and all reservoirs passed per inspection. Also performed using a new lab infusion set and the reservoirs passed per inspection easy to connect/release.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir would not lock in to the insulin pump. The customer reported that the reservoir came apart after they tugged in the tubing. The customer's blood glucose was 222 mg/dl at the time of incident. The customer agreed to return the reservoir for analysis.